Event description:
Device malfunction: increased pain/reaction with chronic increased pain [knee pain]; increased swelling [swelling of l knee] ([condition aggravated]). Case narrative: initial information received from united states on 04-feb-2019 regarding an unsolicited serious legal case received from a lawyer. This case involves a (B)(6) female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency had increased pain/reaction with chronic increased pain and increased swelling. A device malfunction was noted in the reported batch number. The patient's past medical history included fell during the ice storm onto a flexed knee, surgery/removal wisdom tooth (1990, 1992), ankle pain aggravated with walking, standing and alleviated with rest, compression. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing chronic left knee pain since 2013 described as stiffness, constant and dull (worse with lunges, declines>inclines, stairs and when first gets up from seated position), unilateral osteoarthritis of knee/left knee valgus qa, moderate intra-articular crepitance; present at the patella and lateral joint line of left knee, moderate tenderness was present at the patella and lateral joint line, left knee range of motion slightly decreased, quadriceps strength was slightly decreased with left and right knee. Patient had total abdominal hysterectomy in 2011, basal cell carcinoma since 2015. On (B)(6) 2015, patient had methylprednisolone acetate (depo-medrol) for osteoarthritis of left which gave her moderate relief. On (B)(6) 2015 and then on (B)(6) 2015, patient had hylan g-f 20, sodium hyaluronate injection and had relief for 6 months. Patient had pain in right knee since (B)(6) 2016 and stated that the day after knee locked and was unable to move it. On (B)(6) 2016, right knee inspection showed small effusion, moderate varus, moderate retropatellar and mild intraarticular crepitance, crepitance at medial joint line, moderate tenderness at the medial tibial plateau and medial joint line, the mcmurray's test caused pain at the medial joint line the lachman's sign was negative and the x-ray showed patella femoral arthritic changes, medial compartment narrowing mild. On (B)(6) 2016, MRI of right knee showed: tear medial meniscus in distribution to the posterior horn and posterior horn body junction predominantly horizontal in appearance with an overall length of 1.5 to 2 cm, subarticular fracture load bearing aspect medial femoral condyle without articular collapse, advanced chondromalacia medial compartment with subarticular stress response involving both the femur and tibia, articular remodeling and osteophytosis as well, no ligament tear, advanced chondromalacia patellofemoral compartment, capsulosynovitis of the knee. Patient used hinged knee support and patella stabilizing sleeving/brace. On (B)(6) 2016, patient had hylan g-f 20, sodium hyaluronate injection and had relief for and had relief for 7 months. Patient was obese, never a smoker. On (B)(6) 2017, patient had hylan g-f 20, sodium hyaluronate injection for osteoarthritis in left knee and had relief for almost 7 months. Patent complained of stiffness and locking in left knee. Patient had methylprednisolone acetate (depo-medrol) injection on (B)(6) 2017, which helped for about 3 weeks. Concomitant medications included montelukast sodium (singulair); mometasone furoate (flonase); salbutamol (proventil); hydrochlorothiazide; losartan; diclofenac sodium (voltaren); tramadol hydrochloride (ultram); and fluticasone propionate, salmeterol xinafoate (advair diskus). On (B)(6) 2017, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 48 units, once (lot - 7rsl021, 31-may-2020) for osteoarthritis in left knee. On an unknown date, after unknown latency, patient had increased pain and swelling initially after the injection (latency unknown), more so than the other times she has had it in the past. Patient stated she thought about calling at the time of her concerns, but it got better, so she did not. At the time, she had no concerning symptoms with regards to her knee: no redness, swelling or increased pain. Patient stated she had reaction with increased pain with hylan g-f 20, sodium hyaluronate injection. Patient had been taking diclofenac daily for pain and had tried knee brace with no relief. Patient was there to talk about a left total knee arthroplasty. Pain rating 5/10 in the anterior region. On (B)(6) 2018, patient went for a pre-op. Corrective treatment: diclofenac, knee brace for increased pain/reaction with chronic increased pain; not reported for swelling. Outcome: recovered for increased swelling; not recovered for increased pain/reaction with chronic increased pain. Seriousness criteria: medically significant for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labeled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented.